Event description:
Films were received and their evaluation was completed. Review of films 2 years post-implant show that the bifurcate was placed just below the renal arteries. The ipsilateral limb was placed in the right common iliac. The left/contra limb is acutely angulated distal to the flow divider, and thrombus is seen lining the ID of the contra limb. The distal limb does not appear to have an adequate seal into the left iliac (may have pulled out of the left iliac); no obvious endoleak is seen but it is unknown if the aaa may be pressurized. The aaa size is 9.5cm, and a hematoma is visible on the left side. On the right/ipsilateral side the right common iliac aneurysm diameter measures 3.7cm. Several ultrasound images from 4 months ago could not confirm the reported left limb occlusion or any stent graft issue. The cause of the reported events could not be determined. Earlier images were not provided; the stent graft in-vivo configuration at implant and follow-up is unknown.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 7.6 cm diameter saccular abdominal aortic aneurysm 30 months ago. Vessel morphology was reported as the proximal aorta was 25.5 mm in diameter and 24.3 mm in length. Distal aorta was 34.9 mm in diameter. The diameter of right iliac aneurysm was 35 mm. The right femoral artery was 10 mm in diameter; the left femoral artery was 8 mm in diameter. It was reported that eleven months post index procedure the patient had a CT with contrast and the aaa measured 8.9 cm in diameter. The patient had a cva one year post index procedure requiring medication. The patient was supposed to come in for a follow up cat scan of the abdomen to review his evar. The patient called in to delay the visit due to the patient having a cva affecting the left arm, face and hand. It was reported that two years post index procedure the patient had a CT with contrast and the aaa measured 98.6 mm in diameter. There was evidence of a type iii endoleak, subtype undetermined. Also, on CT there is evidence of a left-sided retroperitoneal hematoma of 92.7x87.4mm. The patient had a secondary intervention; a 16x13mm extension was placed in the distal aspect of the iliac aneurysm and a 13x13mm extension placed distally. The unknown type iii endoleak was resolved. The investigator assessment states that the event is not related to the study device or study procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
Method: (films).

Event description:
Additional information was received for this case. It was reported that the patient had an ultrasound that revealed that the aneurysm was 9 cm in diameter and there was a technical observation of left iliac limb occlusion. The occlusion was not previously seen and there was no treatment at this time. The patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); (cause is unknown). Evaluation, conclusions: (cause is unknown).